Event description:
A male underwent initial aaa repair in 2008. The physician placed one flex main body and two iliac leg grafts. During this initial deployment, the main body was placed low (away from the renals) but the physician does not remember why. Over time, a proximal type I endoleak had developed on CT imaging. The physician decided to place a main body extension in 2009, to cover the aortic neck. This appeared to work. Pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Additionally, the IFU also states that inaccurate placement of the graft may result in an increased risk of an endoleak. Based on available info, it is believed the endoleak was an effect of the graft being placed low. The IFU recommends deploying the proximal gold markers no closer than 2mm to the lowest patent renal artery. Without films the exact location of the graft relative to the renal arteries cannot be determined. If further info is received that contradicts the assigned failure mode, the investigation will be reopened. At this time the root cause cannot be determined and there is no evidence the device was not manufactured according to specification. However, we have notified the appropriate individuals and we will continue to monitor for similar events.